Manufacturer narrative:
The insulin pump was received with a constant a35 alarm during rewind due to motor encoder out of phase. No motor error alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 11 mg/dl. During troubleshooting for motor error alarm, it was found that customer worked around strong magnetic device; drive support cap appeared normal. Insulin pump received a motion sensor test failure alarm when attempting to rewind. Insulin pump would need to be replaced.